Event description:
The angulation drive chain failed, allowing the table to drop on the floor. Apparently this occurred when the table was in the vertical position with the pt on the table. Evidently this resulted in soreness in the pt's foot; no serious injury occurred.